Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: released (B)(4) 2010 - teleflex medical (presently tecomet kenosha) manufactured the ratchet t-handle with low toggle ¿ 6mm hxc, part number (B)(4), lot number 6386734. The supplier¿s certificate of compliance (dated (B)(4) 2010) indicates the parts were manufactured to and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet. No material record reports or non-conformance reports were generated for this lot. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported that the synfix mini open coupling was bent and the ratchet t-handle was slipping during a two level anterior lumbar interbody fusion (alif) procedure on (B)(6) 2015. The procedure was delayed approximately two (2) minutes and was completed successfully with no harm to patient. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
(B)(4): the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the device history record (DHR) for the returned part as well as the DHR's for the components were reviewed and found complete with no problems. This instrument functions as required; the reported failure could not be duplicated. Based on these determinations the reported, non-confirmed failure is not associated with the manufacturing processes at tecomet medical - kenosha. This instrument was manufactured august of 2010. The returned handle was evaluated by actuating for multiple sets of forward and reverse rotations trying to duplicate the slipping that the customer had stated. The part was dis-assembled and all the internal components were reviewed and there was no abnormal wear to any of the components. The part was re-assembled and tested again in the forward and the reverse direction and again we could not duplicate the reported failure. The final test that was done was to do multiple forward and reverse rotations under load so the part was tested under a 180 -190 in/lb load in both forward and reverse directions and again we could not duplicate the stated failure. At this time we cannot duplicate this failure and see no failure of the manufacturing processes at tecomet. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.